Manufacturer narrative:
A manufacture representative went to the site to inspect the system. The representative confirmed that the system checkout passed and a system reboot had resolved the initial issue. The system is fully functional. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the when taking scout images for a procedure the mobile view station (mvs) froze and had to be restarted. There was a 10 minute delay and no reported impact to patient outcome.